Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention, and prolonged hospitalization. The tamponade was detected by the physician when the case was completed, and he was pulling out the catheters from the patient. When the tamponade was detected, the physician started right away to pump out the blood from the pericardium with a syringe. The amount of blood pumped out at the end was approximately 250ml. After twenty minutes, the hole in the pericardium physiologically closed without any additional intervention. Patient was stable and was under surveillance in the hospital for an additional twenty-four (24) hours. The cause for the tamponade is unknown because they were not able to identify the root cause, probably happened during transeptal puncture (speculation). The patient required further minimally invasive intervention from cardiothoracic surgery to repair the laceration in the lower part of the right pulmonary vein. Patient fully recovered after prolonged hospitalization due to surgery. The physician's opinion on the cause of the adverse event was the procedure and patient condition. Other relevant history includes last transseptal (during a procedure prior to this one where the tamponade happened) puncture was aborted due to transitory ischemic attack, therefore this intervention was scheduled with transesophageal echocardiogram (toe) guiding. Ablation occurred prior to the pericardial effusion. No evidence of steam pop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31384247l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).